Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced an event of infusion set fell off during use. The infusion set had been in use for 24 hours of insertion. Patient's blood glucose was noticed at time issue 110 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.